Event description:
The patient was undergoing a coronary artery bypass graft (CABG) procedure. When the disposable aortic punch was positioned and fired to make hole in aorta for attachment of the graft, the device misfired. Instead of making a hole, it made a tear. The device was positioned in the same place, re-fired, and an adequate hole was made. The physician reported that since the original manufacturer of this device was bought out, the punches made by this device do not cut as cleanly as they should.